Event description:
The customer stated that she tested her blood glucose using her contour meter and another meter. The contour read 590 mg/dl, while the other meter read 269 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.